Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure or patient injury and medical records were limited to the patient's implant tracking log only. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following is based on a review of limited medical records and the attorney's legal claim provided to davol by the patient's attorney: on (B)(6) 2003 - the patient underwent a laparoscopic burch procedure with implant of a davol flat mesh. The attorney alleges the patient experienced an unspecified adverse outcome associated to the use of the device.

Manufacturer narrative:
Addendum to the previous information. This supplemental emdr is being sent to provide additional patient information provided. With the current information available no definitive conclusions can be made. If additional event and/or evaluation information is obtained, a follow up emdr will be submitted.

Event description:
The following is based on a review of limited medical records and the attorney's legal claim provided to davol by the patient's attorney: on (B)(6) 2003: the patient underwent a laparoscopic burch procedure with implant of a davol flat mesh. The attorney alleges the patient experienced an unspecified adverse outcome associated to the use of the device.